Event description:
The customer stated that her blood glucose was tested using her elite meter and a lab test. She stated that the tests were taken within 10 minutes of each other. The elite meter read 346 mg/dl, while the lab test result was 82 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement products were sent to the customer.